Event description:
The screen has displayed the alert "device working with droplet sensor on. Disconnect droplet sensor or turn off". Despite following the instructions given to try to solve the problem, the alarm was not resolved. And the pump had the green led lights on but it didn't infuse. As the pump didn´t instill the set noradrenaline, the patient blood pressure decreased. The infusion was completed by a different pump. No further information has been provided. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. Additional information was received : the pump was injecting norepinephrine. To solve the problem they changed the infusion to another pump. The pump and the drop sensor used, were sent to our technical service who are investigating the issue. The device and the drop sensor were not returned to brèzins as its investigation were carried out locally. An external check was carried out on the the device and drop sensor but nothing to notice. Functionality tests and several infusions were carried out on the device with and without a drop sensor to verify the claim : infusion tests have been carried out with the same medication, dose and weight that was used on the day of the incident, without any problems, even changing the dose several times. The drop sensor has been connected to the pump and the pre-alarm reported in the event presented, although the pump continues to infuse (there are orange lights at the ends and the green ones moving). The sensor was removed, and the pre-alarm was off, returning to the initial infusion screen. This test is performed several times always giving the same result. Note that if the drop sensor remains connected, even if it continues to infuse (orange lights remain on the ends and the green ones move), it is only for a limited time 4 minutes, after which the pump goes into alarm (4 red leds) changes the tonality, and stops infusing. The latter can be removed by removing the fall sensor, and returns to the infusion screen and it would only be to press start (green) and it would infuse again, the infusion that was on. Therefore, the reported event has been partially reproduced and is confirmed. The root cause is due to user error as the device works as intended. Note : in accordance with the IFU, the drop sensor must be install correctly to a compatible volumetric pump. Always connect a drop sensor when the volumetric infusion pump is off (before powering on the pump, connect the drop sensor connector to the connection socket on the back of the pump). This complaint is considered as use error. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.